Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon removal of this epidural approximately 3 centimeters of the catheter tip had been retained in the patient. The patient required surgery to remove the catheter tip. No additional adverse patient effects were reported.

Manufacturer narrative:
The following components of a portex® epidural minipack were received for investigation: syringe l.o.r.d., blue plastic luer slip, closed end catheter, catheter connector, epifuse epidural luer, epidural flat filter, and tuohy stylet reduced length. Upon visual inspection, it was found that 3cm of the catheter (close to the tip) was missing. The complaint was confirmed. The most probable root cause was determined to be a user interface issue. The catheter was most probably pulled back through the epidural tuohy needle, resulting in catheter cut off. This situation is warned against in the device instructions for use.